Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the therapy wasn't working for patient. Caller said that patient had to pee all the time at night and said it would shoot her with electrical currents. When asked, caller said doesn't know when patient stopped using the therapy or when first noticed that therapy wasn't helping. Caller said that they have moved and don't know if they still have the external devices. Agent did not ask about the circumstances that led to the reported issue. Caller said that patient needs an MRI of head and spine. Reviewed MRI guidelines. The patient was redirected to their healthcare provider to further address the issue. Caller said that they have moved and patient doesn't have managing physician. During call, caller said that they found the external devices however said that patient hasn't used the external equipment in years. When caller plugged in the communicator, it showed that the orange light. When caller tried to turn on the handset, it didn't power on however did plug it in as well and confirmed sees the lightning bolt. Patient service specialist reviewed that both external devices need to be charged in order to be able to connect to the implant. Caller will charge up the equipment and then attempt to connect and see if MRI mode can be accessed. Emailed MRI mode instructions as well as user manuals. Caller will call back if further assistance is needed. Warm transferred caller to prs to update address/phone.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Event date is not known. Please see for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.